Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 04/28/2016. (B)(4). Response to FDA request: if the device did not function or perform as expected, please describe which device function or feature did not perform as intended, and the manner in which the device did not function as expected. Additionally, please discuss whether the unexpected function or behavior resulted in the event described. Response: the intended device behavior is to remain filled with sterile saline after the balloon is filled and placed within the stomach by a physician, and maintain the volume prescribed by the physician until balloon removal by physician, without growing larger in size. The unexpected inflation of the balloon after placement caused the reported event of patient nausea, vomiting, and distended abdomen. Describe the parts or components of the devices that had "increase in size". Provide a schematic of the reported device(s) and indicate where on the schematic the device "increase in size" and "valve leak" occurred. Response: the device was returned to apollo deflated. However CT images of the device in the stomach show the balloon shell portion of the device inflated beyond the sterile saline volume upon analysis of the returned device, the valve was noted to be leaking. Please provide the anticipated failure rate for the device. Please explain how the failure rate information is communicated to the users of the device. Additionally, please state how the failure rate was determined, and if the life expectancy varies under certain conditions. Response: the anticipated failure rate for the device (for inflation) is 0.02% - 0.49% per the apollo risk documentation for this device. The device failure rates are communicated to the users of the device via the dfu. The patient effects of nausea, vomiting, abdominal pain, and gastric discomfort are also communicated to users as possible complications. Apollo also communicates via the dfu that as precautions, each patient should be monitored during treatment in order to detect the development of possible complications. (B)(4). To the question of "if the life expectancy varies under certain conditions", the placement period of the balloon is 6 months based on the conditions described in the labeling. Performance of the device outside of the indications for use (including the maximum placement duration of 6 months) is not known. The manufacturer evaluation result stated "mechanical problem". Please explain what kind of mechanical problem it is and consequence of it. Please provide further information regarding how you determined the conclusion(s) code(s) reported in your medical device report. Response: evaluation results code: the "mechanical problem" evaluation result code was selected to capture the event of the valve leak noted in testing after removal of the device. Apollo cannot ascertain exactly when the valve leak occurred, or if this leak was caused by the removal of the device. Conclusion codes: apollo determined the root cause of this event, inflation, could not be determined, although the investigator was able to verify the device failures of inflation, and leaky valve based on the information received and the results of the device evaluation respectively. . Through the submitted CT image of the device at the time of balloon removal, the device failure (inflation) was confirmed. Through supplemental fluid analysis testing performed by the treating institution, it is known that lactobacillus species growth was found in the fluid extracted from the balloon at the time of removal. Although bacterial growth within the implanted balloon is a possible cause of the device failure "inflation", the cause of the presence of bacteria inside the saline filled balloon after placement is unknown. Therefore the root cause of this event is unknown/inconclusive at this time (B)(4). Please provide all relevant information which your firm used to determine that the reported event of "balloon increase in size" and "bacteria in the balloon fluid" are occurring with great or lesser frequency and/or severity, than is stated in the labeling for the device, or expected (i.e. Where the device labeling is silent on the event frequency and severity response: apollo determined that the reported event of "balloon increase in size" is occurring within the range of the expected frequency and severity for this reported event. The apollo device labeling is silent on event frequency and severity. The apollo risk documentation for this product [the family of devices it belongs to, including apollo ous skus for this product] establishes the expectation for the frequency and severity of this reported event. Apollo experience: the reported event for this case resulted in clinical intervention for the patient to have the device removed. Apollo device risk documentation: the apollo risk documentation for this device establishes the severity ranking for this reported event as "serious", which is defined by apollo as "injury to user/patient is possible, with significant, temporary discomfort that may require clinical intervention or prescriptive medication to treat". (B)(4). Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event. Please provide a complete list of medical device reports (mdrs) that are related to the problems/issues of balloon increase in size" or "balloon hyper-insufflation", and "bacteria or fungus growth in the fluid of the balloon." Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same device problem. Response: a complete list of medical device reports (mdrs) that we have determined are related to this same problem/issue is below. This list is generated as of march 31st, 2016. As of 31st march 2016, there were 18 mdrs in addition to the one for which this response is written have been filed for the issue of "inflation" of an intragastric balloon after the balloon is filled with saline and placed in the stomach. MDR report number: 9617229-2015-00342, 9617229-2015-00355, 9617229-2015-00368, 9617229-2015-00415, 3006722112-2015-00363, 3006722112-2015-00573, 3006722112-2015-00595, 3006722112-2016-00008, 3006722112-2016-00018, 3006722112-2016-00019, 3006722112-2016-00029, 3006722112-2016-00040, 3006722112-2016-00043, 3006722112-2016-00052, 3006722112-2016-00069, 3006722112-2016-00059, 3006722112-2016-00044, 3006722112-2016-00086. Apollo was unable to determine the root cause of the event, and therefore the specific device problem is unknown. However, apollo has tracked the complaints received for the event of "inflation". (B)(4). Please identify all relevant device brands and/or models affected by these problems and the numbers of devices (units/lots) overall, and by brand and/or model. Response: apollo produces 3 skus of its intragastric balloon: b-50000 orbera intragastric balloon - sold outside the us, b-40800 bib system intragastric balloon ] - sold outside the us, b-4800 orbera intragastric balloon system us] sold in the us. Since the PMA approval for this product in august 2015, the event "inflation" has been reported for the following device serial numbers:. Please describe any design changes or modifications to the device since the device was initially introduced to the market that may be related to the event. Please also provide the dates changes occurred. Not applicable - there have been no design changes or modifications to the device since it was introduced to the us market. What quality control measures are performed during manufacturing that are intended to prevent outgoing product from exhibiting the problems described in this report? Were the reported device(s) subjected to any of these measures? Response: within the quality control process during manufacturing, there is a quality control process to test the integrity of the valve. In addition, we have established manufacturing processes to prevent the introduction of foreign material into the device. The reported device was subjected to these measures. What actions has your firm taken to address this problem? Response: no corrective action has been determined required at this time. Apollo monitors and reviews complaint data and failure analysis for the performance of its devices in the field. In the forums established for this, the appropriate apollo employees have reviewed information about the nature of the complaints for this type of device failure, and its occurrence rating when compared to our anticipated failure rate. Apollo will continue to monitor and analyze the complaint data for this failure mode per its quality system requirements, from which can arise the determination to take corrective action

Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 27-jul-2017. Device evaluation summary: additional testing was performed on the device. Foreign matter was noted in the valve chamber. The slit valve was removed from the device using a razor blade for testing. Pressure testing of the slit valve was performed, the outside to inside pressure was noted to be 0.62 psi. The inside to outside pressure was noted to be 10 psi. The valve was cross-sectioned along the sealing mechanism, and examined microscopically with a magnification between 20x-60x. The surface of sealing mechanism showed typical axial lines parallel to the valve access due to the blade cutting direction during valve manufacturing. The inner edge of the cut appeared to be more defined than the opposite edge, a likely consequence of the valve slitting process.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device appeared to be bluish in color, with brown and white particles noted on the device, and yellow matter noted inside the device. Visual examination also observed two openings on the device consistent with surgical removal. A fill test was performed on the valve, and no blockage was noted. A leak test was performed, and observed leakage of the device from the valve and from the openings noted during visual inspection. Further information has been requested of the reporter regarding patient age/weight, relevant medical history, and concomitant therapies. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate, the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. A feeling of heaviness in the abdomen. Abdominal or back pain, either steady or cyclic. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: a patient with the orbera intragastric balloon presented in the ER with "nausea, vomiting and distended abdomen." The physician noted this patient had been "out of contact for about 3 weeks and had showed up in the ER." A CT was performed, and the orbera "had increased in size and appeared to have air in it. Contrast was getting around the balloon. The original balloon volume was 500cc's." The orbera was removed.